Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 21-sep-2016, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a fractured electrode and an increased impedances plus pain. It was reported that there were no injuries and no surgical procedures that could damage the electrode. Diagnostics/troubleshooting included radiographs and impedances measurements. No interventions were taken to resolve the issue. Pain was noted to be at the lead location. No further complications were reported/anticipated.